Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the recharger was not working and that the recharger would shut off when the patient was trying to charge. The caller stated that it's been maybe 3 days as the patient had some episodes and they went to their primary care doctor. Agent asked the caller if the episodes were related to the dbs device or if the caller had return of symptoms, and the caller stated "no, honestly they don't know", as they took the patient to the doctor and they were trying to figure that out because one of the patient's medications changed, but they did know they were concerned about the dbs because they had not charged the patient's ins for a while as the caller did not know the patient needed to charge every day. The caller stated they had been trying to charge the ins for the last 2 days, and at first they thought the recharger may have been completely dead, but they charged the recharger overnight and that now they thought the recharger may have had a fuse loose as the picture screen would blank out every once in a while, where the icon screen goes blank and then comes back on after a brief moment. The caller confirmed the recharger reached full battery level near the beginning of the call. The caller began a charging session on the patient and confirmed seeing the charging session screen and stated the ins battery level indicator was blinking at the first quartile, and that the 8 coupling boxes were filled in. The caller stated the ins battery icon did not have a lightning bolt (therapy was off). The caller stated the recharger charging session screen would go blank for a split second and then come right back on and reported the recharger switched screens to a warning por alert message screen two times during the call. Agent informed caller to keep charging the patient's ins as the recharger was indicating the ins was being charged. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.